Event description:
It was reported to gore, that on (B)(6) 2025, a thoracic endovascular aortic repair (tevar) was performed due to an intramural hematoma. A small generic lesion (similar to a penetrating aortic ulcer-style lesion) was also reported near the proximal end of the hematoma. Two gore® tag® conformable thoracic stent graft with active control system were implanted. The follow-up CT on an unknown date at end of june showed a new dissection flap entry tear distal to the lowest graft, possibly a distal stent-graft induced new entry (dsine). A another gore® tag® conformable thoracic stent graft with active control system was implanted on (B)(6) 2025 as extension. The reported outcome was positive, with the new entry tear being sufficiently covered and the graft sealing satisfactorily.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the exact date of event is unknown. Therefore, the date which gore was made aware of this event is used as date of event. H6: code b14: product history review is ongoing. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ three time-points available for evaluation: pre-implantation cta¿s dated (B)(6) 2025 and (B)(6) 2025, and post implantation cta dated (B)(6) 2025. ¿ the pre-implantation cta imaging on study date of (B)(6) 2025 and (B)(6) 2025 show: o patient presents with a bovine arch. O axial images show / confirm intramural hematoma is throughout the arch and descending thoracic aorta (dta). ¿ the post-implantation cta dated (B)(6) 2025 shows: o the length from the left subclavian artery to the proximal circumferential device appears to be ~1.8cm, by outer curve length. O aortic diameter within the 2cm distal to the left subclavian artery appear to range from ~27mm ¿ 30mm. O there are two gore® tag® conformable thoracic stent graft with active control system devices implanted in the dta. O there is irregular flow lumen (focal dissection) ~1.2cm distal to the distal circumferential end of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated b3 and b5 (event date corrected with information received from imaging). Updated h6: updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
It was reported to gore, that on (B)(6) 2025, a thoracic endovascular aortic repair (tevar) was performed due to an intramural hematoma. A small generic lesion (similar to a penetrating aortic ulcer-style lesion) was also reported near the proximal end of the hematoma. Two gore® tag® conformable thoracic stent graft with active control system were implanted. The follow-up CT on (B)(6) 2025 showed a new dissection flap entry tear distal to the lowest graft, possibly a distal stent-graft induced new entry (dsine). A another gore® tag® conformable thoracic stent graft with active control system was implanted on (B)(6) 2025 as extension. The reported outcome was positive, with the new entry tear being sufficiently covered and the graft sealing satisfactorily.